Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery the customer¿s blood glucose level was 194 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported that the insulin pump had a no delivery that was resolved by an infusion set and reservoir change. Customer reported a high blood glucose of 432 mg/dl and treated with insulin pump and declined troubleshooting. Customer also reported that he was hospitalized for couple of days due to high blood glucose of over 700 mg/dl and no additional information was reported on hospitalization. Customer's blood glucose reading was 300 mg/dl at the time of call. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.